Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076-52, (B)(6) 2008, lead; ddbb1d1, ICD, (B)(6) 2014; 4298-88, lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that there was a suspected hematoma. The device was removed and replaced. No patient complications have been reported as a result of this event.